Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after being implanted with the implantable cardiac monitor (icm), the patient experienced an infection at the implant site with pus coming out of the wound. The icm was explanted. No further patient complications have been reported as a result of this event.